Event description:
The customer reported that when she changes the infusion set the piston does not touch the bottom of the reservoir. Troubleshooting was done for prime rewind. Customer's blood glucose was 169 mg/dl. Customer stated that the insulin squirted out during manual prime process and unable to exit the preparing to prime loop. Customer declined to further do the troubleshooting and requested for insulin pump replacement. No further information provided.

Manufacturer narrative:
The insulin pump functioned properly. No motor error alarm noted and the motor was tested outside the device and passed. The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm tests. No prime anomaly was noted. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.